Event description:
It was reported after an unknown procedure the device was returned in good condition with cartridge missing with a note stating "defective" on the tyvek lid. There was no add'l info available. There was no consequence to the pt.